Event description:
It was reported that the external pulse generator (epg) was connected to the patient and turned itself off twice. The patient went asystole when the device powered off. The device was powered back on and the patient was fine. The device later turned itself off and the patient went asystole again. The epg was replaced and the patient was fine. The biomedical engineer will test the device and will return the epg for repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).